Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The patient was treated with vancomycin (intraperitoneal, 1g, every other day; duration not provided) for peritonitis. Dianeal therapy was ongoing. Five days after admission, the patient was discharged from the hospital. It was not reported if the patient was retrained on aseptic technique. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.